Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted 503 mg/dl with small traces of ketones. The customer took a manual injection to stabilize high blood glucose level. It was indicated that the customer had alternate insulin therapy available.